Manufacturer narrative:
Upon reassessment of the reported information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error. Hence it needs to be voided.

Event description:
Upon reassessment of the reported information, it has been determined that this device did not cause or contribute to the reported event. The initial report was submitted in error. Hence it needs to be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported during an initial shoulder surgery that the reverse shoulder 36 mm standard bearing trial broke. A piece broke off after trialing and taking out of patient with hemostat.